Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a richter with capio slim and sutures procedure performed to repair pelvic organ prolapse on (B)(6) 2019. According to the complainant, during the procedure, as soon as device was deployed, the dart detached from the capio suture on the right side of the patient and was not found. The physician believed that the dart was left inside the patient. An x-ray procedure was not performed to confirm if the detached dart was left inside the patient. Reportedly, during deployment, the suture was pulled back and tensioned along the capio handle. The procedure was completed with this capio slim device and another suture. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable and well without any side effect related with the broken dart and the richter procedure.